Event description:
The reporter stated that she did a meter to lab test comparison, about an hour to hour and half apart, in a fasting state. The reading was 110 mg/dl on her meter, and the lab test result was 147 mg/dl. She did not have any symptoms. A control solution test was done. Results of 136 mg/dl were received, but results were indeterminate due to control solution being expired. Upon followup, using new control solution, a control test was in range.